Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 77.6°f. The rate of temperature rise was above threshold at 6.2°f/sec. The likely cause was identified as worn bearings, and broken shaft. It was also noted that the device was noisy and it failed the patient current leakage test. This type of failure is associated with pr# (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of noise. It was reported that there was no patient, or staff impact. It was noted upon analysis that the device over-heated above threshold.